Event description:
It was reported that during a procedure to treat a de novo lesion in the left anterior descending artery (lad) with mild tortuosity and moderate calcification, a 3.0x18 rx xience prime stent delivery system (sds) was advanced via direct stenting and the stent was deployed, 16 atmospheres for 34 seconds; however, there was difficulty deflating the balloon after stent deployment. Reportedly, the guiding catheter was pushed in the ostial of the lad to retrieve and extract the balloon from inside of the stent. Reportedly, it was not possible to confirm if deflation was complete or not; however, the balloon could enter inside of the guiding catheter tip to remove the sds and guiding catheter as a single unit. The stent was totally apposed along the lesion length. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrough terumo. Guide catheter: launcher medtronic. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). No pre-dilatation. Evaluation summary: the device was returned for evaluation. The deflation issue was not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the information reviewed, there is no indication of a product deficiency.